Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot#: (B)(4), implanted: (B)(6) 2018. Product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-dec-2021, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient noticed her left hip has been hurting. Patient said it doesn't hurt when she sits down but does hurt when she gets up. Patient said it also feels like the lead wire has moved to the middle of her back. Pt said she can feel that the lead wire has moved. Patient said she is not sure if the device is working right now. Patient said doesn't feel the stim very often but has not had a return of symptoms. Patient services reviewed we wouldn't expect the device to cause pain on the opposite side of the body but if the patient feels the device is causing the pain in her left hip she can try turning stim off and seeing if the pain goes away. The patient had left their healthcare professional messages, and was advised to be seen to get the device and the pain checked. No further complications were reported or are anticipated.